Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A nurse reported via phone call that the customer was currently hospitalized due to diabetic ketoacidosis. Blood glucose level at the time of admission was over 600 mg/dl. The nurse reported that the customer was vomiting, pale, and confused. During a follow up call, the customer's daughter reported that an air bubble was present in the infusion set tubing. The caller was advised to change the entire set and monitor the device. The insulin pump was not replaced or returned for analysis.